Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wearable failure issue occurred the day after the sensor had been inserted in the arm. According to the patient, on (B)(6) 2024 , the patient's sensor failed and she couldn't measure her blood glucose (bg). She experienced unspecified symptoms of hyperglycemia and was taken to the emergency room. There, the bg was 564 mg/dl. She was admitted for a day and given 2 bags of intravenous liquid (unspecified) and 4 insulin injections to stabilize her. She was also given medication for unrelated health conditions. There was no documentation of further medical evaluation or intervention. The patient was feeling better during the report. No other details were documented. No product or data was provided for investigation. Allegation could not be confirmed, and probable cause cannot be determined.